Manufacturer narrative:
The reported events were lead dislodgement, clavicle crush, inappropriate shock and capture anomaly. The reported events of clavicle crush and capture anomaly were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil at short length, the helix could be extended and retracted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-29313. Related manufacturer reference number: 2017865-2021-29315. Related manufacturer reference number: 2017865-2021-29319. It was reported that the patient presented the hospital on (B)(6) 2021 for a follow-up. During examination of the system, it was noted that there was inappropriate shock and capture anomaly on the implantable cardioverter defibrillator (ICD). The right atrial (ra), right ventricular(rv) and left ventricular (lv) leads were dislodged due to twiddler's syndrome and had clavicular crush. It was also observed that the there was unspecified capture anomaly on all leads. The rv lead had multiple episodes of inappropriate shock. The physician explanted and replaced the ra, rv, lv leads and the ICD on (B)(6) 2021. The patient was in stable condition.